Manufacturer narrative:
(B)(4).

Event description:
It was reported that through remote transmission, non-sustained rv oversensing episodes were observed due to far p-wave oversensing. The device subsequently inhibited pacing due to oversensing. A chest x-ray showed that the lead was dislodged toward the tricuspid valve. The patient experienced syncope and presented for a lead revision procedure. The lead was capped and replaced on (B)(6) 2016. The patient was stable and discharged post procedure.